Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, tricuspid regurgitation occurred and the lead dislodged numerous times. When the lead was explanted and replaced, the same issue occurred with the new lead. The physician positioned the second rv lead differently and completed the procedure. The rv lead remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.